Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged . This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the battery cap revealed that there stripped threads, the yellow o-ring was not visible and seated properly. The battery cap height and width were within specifications.